Event description:
It was reported that in 2008 a vbr-11 was implanted at the c5 level. Following surgery, the pt experienced temporary quadriplegia. The pt was revised with another product later that evening. The physician reported that the pt is doing fine with no complications.

Manufacturer narrative:
A review of the product's device history record does not indicate any issues or anomalies. Per feedback from the surgeon, the pt is doing well and does not have any complications. There is no indication that the part malfunctioned in any way. No conclusion can be drawn as to the root cause of the event.